Manufacturer narrative:
However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near the display window corners noted during our visual inspection.

Event description:
Customer reported via phone call that the blood glucose readings are high. Customer states that. The blood glucose reading is 17.3 mmol/l. Customer states thattheir blood glucose readings are high.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.